Event description:
It was reported that high rv thresholds with intermittent capture were observed at a previous visit. During the current follow-up visit, a test was performed that confirmed the high threshold. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.